Manufacturer narrative:
D2a: additional common device names: catheter, nephrostomy, general & plastic surgery; catheter, nephrostomy. D2b: additional product codes: gbo; lje. G4: PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like fiber was noted in the sealed internal packaging of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device made no patient contact. No adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that a hair-like fiber was noted in the sealed internal packaging of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter in the first week of february 2025. The device made no patient contact. No adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One unused/sealed device ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was received. Upon a visual inspection, it was confirmed that a signal strand of foreign matter, of an unknown source, was present within the sealed packaging. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformance related to the failure. A review of the complaint history search did not identify any other event associated with the reported device lot. In addition to the lot associated with the reported complaint, a total of (B)(4) additional lots were processed on the same day. These lots underwent the same packaging procedures and conditions. Notably, no complaints have been reported for any of the additional (B)(4) lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned product, and the results of the investigation, cook concluded the cause of this event is a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3, b5, d9, h3. B3 ¿ date of event: event occurred during the first week of february 2025. H3 - device evaluated by mfg.: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received 20feb2025: this event occurred during the first week of february 2025.